Event description:
The complainant stated that the foot tray on the lift is cracked.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.